Manufacturer narrative:
The company representative observed the reported failure "electrical test fails code #58 (power-up vent test failure) in the errors log. The company representative tested the iabp and determined that the k6 (vent solenoid) was defective. The company representative replaced the drive manifold (0104-00-0018). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient the unit generated an "electrical test fails code #58: (power-up vent test failure) alarm at power up. The pump was replaced and therapy was initiated.